Event description:
It was reported that the patient is asymptomatic. Update (B)(6) 2023: patient reported high cobalt (7.0) and chromium levels, a tumor and needs a revision.

Manufacturer narrative:
Complaint history review: the complaint databases show there have been other events for the reported lot. Similar events have occurred for the catalog number and product family. These events were determined to be associated with ra 2012-067. Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported elevated cocr is considered to be under the scope of this recall. No further investigation is required. H3 other text : not returned to the manufacturer.